Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's displayed flickered and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd color cable was removed and returned. The color cable was put through extensive testing without duplicating a malfunction. The cable was scrapped. Analysis for reports of this type has not identified an increase in trend.